Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the pt's venous needle dislodged during a routine hemodialysis treatment. The amount of blood loss that occurred before the disconnect was observed, is unk. The pt's hemoglobin dropped 1 g/dl from previous results but no medical intervention was required as a result of the blood loss.

Manufacturer narrative:
Facility staff attributed the reported blood loss to user error and have provided add'l training regarding taping of access needles. There is no evidence of a device malfunction. The user guide warns that the cycler may not sense slow blood leaks due to venous access disconnects and to always tighten and recheck pt vascular access and to secure the blood access to the pt. Visually inspect the system periodically for evidence of leaks. A direct correlation between the blood loss and the system one cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.